Event description:
It was reported that the patient received shocks for what appeared to be double counting of qrs. The lead was positioned on the rv septum. It is believed that the rv lead was sensing atrial signals. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.